Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system and troponin t hs results. Patient 1 initial hcg + beta result was 2.18 and the repeat result was 999. No unit of measure was provided. Patient 2 initial troponin t hs result was 19.45 pg/ml and the repeat results were 1740 pg/ml and 1781 pg/ml. Information concerning if any erroneous result was reported outside of the laboratory or if any patient was adversely affected was requested, but it was unknown. The hcg + beta reagent lot number was 240444. The troponin t hs reagent lot number and the expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Reagent handling issues or instrument performance issues could not be excluded as issues were also found with the qc results.

Manufacturer narrative:
The hcg + beta unit of measure was provided as miu/ml. For patient 1, the initial result was accompanied by a data flag indicating carryover.